Event description:
It was reported that during routine replacement of the cardiac resynchronization therapy defibrillator (crt-d), after connecting the new device, abnormal measurements were observed. The shock impedance and left ventricular pacing impedance were both high, out-of-range. The atrial sensing and impedance were within normal limits, and the right ventricular pacing impedance was normal (approximately 600 ohms) with acceptable threshold. The leads were disconnected and reconnected and debris or improper insertion were ruled out. Approximately one hour post-procedure loss of capture occurred and both rv and lv outputs were increased to maximum. A temporary pacing lead was inserted, and appropriate rv and lv sensing was observed via the crt-d during temporary pacing. The next day the pocket was re-opened. The leads were tested with a pacing system analyzer (psa) and showed normal measurements with pre-replacement values. After reconnection, measurements were within normal limits; however, it was decided to replace the device as a connection issue could not be ruled out. The crt-d is expected to be returned.